Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. There was a drop in blood pressure on the patient which led the doctor to take intracardiac echo. Pericardial effusion was confirmed by intracardiac echocardiography (ice). Medical intervention provided was pericardiocentesis at the bedside. The patient was reported to be in stable condition.

Manufacturer narrative:
On (B)(6) 2024, additional information was received indicating the perforation was located in the right ventricle (rv). The physician's opinion on the cause of the adverse event was manipulation of catheter in rv. Transseptal puncture was performed with baylis versacross. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Interventions included pericardiocentesis and CT surgery. The patient improved, however, required extended hospitalization due to required surgery. Initial reporter details were also provided and appropriately populated into fields in section e. Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: h6. Health effect - clinical code has been updated from cardiac tamponade ((B)(4)) to cardiac perforation (e0604) based on additional information received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).